Event description:
The user facility reported that upon initiating the controller, there was a battery controller alarm. The battery of the automated impella controller (aic) was switched but the alarm did not resolved. The aic was removed from service. There was no patient involvement at the time as this occurred during prep. The procedure was completed with a different controller.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
H.6 code 2199 was reported incorrectly on manufacturer device report 1220648-2025-26500. A new code was added to health effect - impact code.